Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient was in the operating room (or) for a pocket infection. The infection was confirmed, but no additional patient symptoms were reported. The pocket was revised and washed out. No further complications were reported or anticipated with this event.